Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert due to an increase in the power consumption and was emitting beeping tones. Technical services were consulted and completed review of device data which confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. It was noted that there is sufficient battery capacity to deliver 6 shocks with charge times less than 15 seconds if the device is replaced within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that this device was explanted and replaced on (B)(6) 2023; however, this device is not available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert due to an increase in the power consumption and was emitting beeping tones. Technical services were consulted and completed review of device data which confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. It was noted that there is sufficient battery capacity to deliver 6 shocks with charge times less than 15 seconds if the device is replaced within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.